Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized the same day as onset. The cause of the event was not reported. On unreported date(s) during hospitalization, the patient was treated with antibiotics "such as cephalosporin" intraperitoneally (dosage, frequency, and duration not reported) for the peritonitis. After ten days of hospitalization, the patient was discharged. Dianeal therapies were ongoing. The patient was recovered from the peritonitis. No additional information is available.